Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 106 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer stated that his sensor had readings of 30 to 40 points off. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used partial sensor and performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.